Manufacturer narrative:
Additional information was provided from the customer: no antibiotics were needed as a result of the reported infection and the condition has cleared up. The sample was discarded. Due to no sample return and no lot number provided, no additional investigation findings are available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 6/7/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer states that the 4x5 bandages caused an infection since they were not breathable. The patient stated that they had oozing and redness around the tubing site, and it was currently itchy. The patient stated that the issue had occurred for two months (since mar 2017). The patient began to take the plastic liner off of the bandage and that made it more breathable and did not cause the rash. The rash occurred under the bandage, not around it. The rash itself was red and green pus/ooze like substance (on exit site). The home patient stated that they left their exit site open at night to let air onto the skin and cause less irritation. The patient used gentamicin and the alcavis gel on the exit site to clean. No medication was taken.